Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I want to inform you about a defective valve. The access tip no longer fit in the valve. Liquid ran out of the valve after the valve cap was removed. The emergency clamp was used. The clinic has changed the valve.

Manufacturer narrative:
A lot number was not provided, as a result a review was unable to be performed for the lot. No samples were returned for this complaint and the sample appears to be lost in transit. However, two photographs of the sample were provided. Per the photographs, the valve looks as it is supposed to for its intended use. The photographs did not allow for an evaluation of fit or function and the reported failure mode could not be confirmed. Sample were made available for the investigation but could not be delivered, however the complaint may be re-opened if the sample is found for reinvestigation. Based on the limited results of the complaint investigation, a probable root cause could not be identified and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process. H3 other text: see narrative.

Event description:
I want to inform you about a defective valve. The access tip no longer fit in the valve. Liquid ran out of the valve after the valve cap was removed. The emergency clamp was used. The clinic has changed the valve.